Event description:
The end of the neuron delivery catheter 053 was found to be crimped when the package was opened. It was not used in a patient.

Manufacturer narrative:
Conclusion code: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: the distal 6 cm of the catheter has multiple flat spots. Results: a 0.053" mandrel was introduced into the hub of the catheter and advanced distally. The motion of the mandrel was smooth until the mandrel tip reached 6.0 cm from the distal tip of the catheter where friction increased dramatically. The catheter is non-functional. The distal tip of the catheter was introduced into its returned carrier tube. The ovalized tip would not fit into the carrier tube. The damage noted in the complaint is confirmed. The cause of the damage could not be determined. Because of the inability to insert the catheter back into its carrier tube, it is likely that the damage occurred after the catheter was removed from the packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.